Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the bolus was not delivered when they were trying to bolus. The customer¿s blood glucose level was 73 mg/dl, 203 mg/dl and 300 mg/dl. The customer reported that the meter then did not read to the insulin pump. Customer stated that they need assistance on setting up the set and reservoir. Customer reported that the infusion set tape does not fit properly in the insertion device. Customer stated that they did not want to troubleshoot for the low and high blood glucose. The device will not be returned for analysis.